Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear measuring approximately 0.2 cm within a crease/fold on the anterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with implantation of a 380cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain and hardening with deformity of the right breast. During a consultation with a medical professional, she was diagnosed with bilateral baker grade IV capsular contracture of the breasts and a deflated right breast implant. As a result, the patient underwent bilateral removal and replacement with 380cc mentor smooth round high profile saline breast implants on (B)(6) 2024. It was not provided which lot number corresponded to which breast. Therefore, files for both devices are being submitted with deflation. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.